Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the t:lock/luer lock. Customer tightened the lure lock to address the issue. Customer's blood glucose level was "high"; although specific value was not provided. Elevated bg was addressed by a correction injection via manual insulin therapy.